Manufacturer narrative:
The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps (patient line cap and white cap) were ¿loose¿ on four (4) amia automated pd cycler sets. This was observed during setup for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.